Manufacturer narrative:
IN USE AT THE TIME OF THE EVENT: CGM MODEL: UNKNOWN. MOBILE OS: UNKNOWN.

Event description:
IT WAS REPORTED THAT ONGOING INTERMITTENT OCCLUSION ALARMS OCCURRED. CUSTOMER CHANGED PUMP SUPPLIES TO ADDRESS THE ISSUE. THERE WAS NO ADVERSE IMPACT TO CUSTOMER¿S BLOOD GLUCOSE LEVEL.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a correction bolus via the pump. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.